Event description:
It was reported that the pump had a pressure fault warning. Knee inflated and the case was aborted. Case was to be a knee scope and a distal femoral osteotomy. The problem occurred within the first six minutes of the scope; 11 minutes tourniquet time. Pump pressure was set at 35. Display read " pressure fault." The patient was being kept overnight as a precaution. Compartment syndrome was not noted at the present time; it was classified as "pending compartment syndrome." The testing for compartment syndrome showed that the first anterior reading was 19; the first lateral reading was 24 in thigh. The second anterior reading was 16, the second anterior reading was 23 in thigh. This account does not use bags for fluid but canisters.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The "pressure fault" error message indicated in the event typically indicates one or more of the following: an inadequate fluid supply, an improperly installed tubing set, a pinched, kinked or blocked tubing set or a punctured or damaged tubing set from continuous use. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.